Event description:
This event was captured based on literature review: stent-graft repairs of visceral and renal artery aneurysms are effective and result in long-term patency. It was reported that this (B)(4) study which ran from (B)(6) 2002 to (B)(6) 2010 consisted of 19 patients who had visceral artery aneurysms (vaa) treated with stent-grafts. Clinical outcomes were as follows: 26.3% all-cause death; 18.2% stent thrombosis; 9.1% in-stent restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of study. Date of implant estimated as (B)(6) 2002. There was no reported product deficiency. The reported patient effects of thrombosis and restenosis are known observed and potential patient effects as listed in the jostent peripheral stent graft instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. (B)(4). The graftmaster referenced is being filed under a separate manufacturing report number.